Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis portion surgery, the stapler fired and cut normally but no staples came out. No staples were located in the stapler reload.